Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 4 of 4 was not confirmed due to a lack of sample. The cause was determined to be the result of the patient disconnecting for the set and not re-connecting in time. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (indicating air in the set) while on the homechoice during dwell 4 of 4. The technical service representative (tsr) explained the alarms and the homepatient (hp) stated they disconnected and didn't get back in time in dwell 4 of 4 and then reconnected and called baxter. The tsr explained to discard all the supplies and to report the alarms to the nurse the next morning. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance spoke with the nurse who indicated that the patient was doing fine and continuing with therapy. The nurse stated that she would review proper procedures with the patient. The nurse confirmed that there was no patient injury or medical intervention associated with this report.